Event description:
The customer returned the device stating, ¿the pump light does not light up when the charger is plugged into the socket¿; during device evaluation it was found the downstream occlusion (dso) seal was peeling off. The event occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump light does not light up when the charger is plugged into the socket" was duplicated. The power socket is not working every time, power light emitting diode (led) was blinking. The reported issue was determined to user related - there is broken flex cable between power socket and mainboard. The reported issue was addressed by replacement of the mainboard. Visual inspection found the downstream occlusion (dso) seal and keyboard are peeled off, and the display glass had many scratches. The dso seal and display glass were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.